Event description:
It was reported to boston scientific corporation that a segura hemisphere stone retrieval basket was used during a ureteroscopy procedure performed 2009. According to the complaint, the basket was opened within the pt's ureter and the tip of the basket detached and fell inside the ureter. The basket was removed from the pt, and the tip was retrieved. The case was completed successfully. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.